Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 450cc mentor memorygel breast implant experienced right sided capsular contracture baker grade iii and rupture post procedure. Patient had symptoms of tightness, hardness, visibly looking different from left breast implant. As a result, patient underwent removal with no replacement on (B)(6) 2020. The rupture was discovered during explantation.